Event description:
It was reported via repair work order that the lift was stuck in an elevated position due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.